Manufacturer narrative:
A sample with lot number: 1909223664 was received for evaluation. After performing a functional inspection, the condition reported was confirmed; the extension tube was cut in the sealed area. After reviewing our database and the device history record (DHR), the lot number reported by customer (B)(6) was provided incorrectly. Therefore, the DHR could not be reviewed. As a part of the investigation the multifunctional team performs a gemba walk to the production line where the product is packed. During the inspection, an issue was found with the equipment sensors that detect if a product is packaged incorrectly. It appears that the sensor did not detect the cut in the tube during packaging. An adjustment was made to the product sensor and the fiber optic was changed to detect incorrect collation of the product.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the package was opened, and the tube was found to be cut through.